Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that during the index procedure after the stent graft were implanted, touch-up was performed. Following the final angiogram was performed and type ia and type ii endoleak was observed. Due to the patient renal function was poor, it was decided not to treat the endoleak and the patient was placed under monitoring. As per the physician, cause of the event was patient vessel morphology. Is was reported that since there was a reverse tapered and the neck length was 14 mm, it seemed that sealing length could not be ensured sufficiently. No additional clinical sequelae were reported and the patient is being monitored.